Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. There was a leak of an unknown amount of bloody fluid coming from the right hand side of the instrument. The leak was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from the disconnected flow cell sample line tubing from the bottom of the mixing chamber (vc25) to the flow cell (vc18). The fse replaced the sample line tubing and reinforced it with a sleeve resolving the leak. (B)(4).